Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose level was 39 mg/dl. The customer declined to troubleshoot. The customer stated that the auto-mode feature was not active at the time of the event. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.